Manufacturer narrative:
Follow up #1 consists of sterility test results: a sister graft from the same lot was sent to an outside independent lab for sterility testing and resulted in no growth, thereby substantiating that the lot was supplied sterile.

Manufacturer narrative:
A comprehensive investigation was conducted on discovery. All acell devices are terminally sterilized via e-beam to a sterility assurance level of 10-6. All acell devices are packaged in a validated double pouched sterile barrier configuration and instructions stipulate handling conditions to preserve sterility. A review of the manufacturing records for this lot identified no substantial deviation and purport the product was manufactured and distributed sterile in compliance with FDA, state, local, and manufacturer operating procedures. A sister graft from the same lot was sent to an outside independent lab for sterility testing and results are pending . There was no report of device failure at the time of surgery. This MDR has been filed out of an abundance of caution.

Event description:
A colostomy reversal was performed on (B)(6) 2015 with an acell device used as reinforcement of the stoma site. On (B)(6) 2015 it was observed that yellow slime was oozing from the suture site. The physician opened the sutures and observed that the acell device was "all yellow slime, no mesh left, completely broken down".